Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch. We manufactured (B)(4) units of this code batch. There are (B)(4) units in our stock. We have received (B)(4) closed samples. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 3.36 kgf in average and 3.11 kgf in minimum (ep requirements: 1.53 kgf in average and 0.92 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Remarks: as indicated in the instructions for use of the product: "when working with premicron® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with premicron suture. The client reported that the suture has broken from even a small pull, and no knots could be made. In various sutures with the same lot number the same thing happened. There is no patient harm. The patient did not experience any harm from the product used, except maybe some thread/small piece could have remained in the abdominal cavity.